Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported worsening mitral regurgitation (mr) was a result of the tissue damage and the tissue damage appears to be related to procedural conditions from the first procedure. The reported patient effects of mitral regurgitation and tissue damage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report tissue damage, worsening mitral regurgitation, prolonged hospitalization, and medical intervention. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation with a grade of 4. On (B)(6) 2019, one clip was deployed, reducing mr to 1. Then on (B)(6) 2020, the patient initially returned for a follow up visit. But then a second mitraclip procedure was performed due to worsening mr grade of 4+. The clip was stable on the leaflets; however, imaging revealed a posterior-lateral tear which was treated with an additional clip. Two clips were implanted, reducing mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.